Event description:
A doctor contacted baxter (B)(4) reporting a connection issue with a uf flash transfer set. The patient noticed the spike was loose from the main body of the transfer set during use. There was patient involvement, however, no injury reported associated to this issue.

Manufacturer narrative:
(B)(4). A sample is reported ot be available, but has yet to be received. If additional relevant information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The requested sample was received and evaluated. Visual inspection of the device confirmed the reported loose connection as there was a uv flash insert missing. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. It was determined that the issue was due to manufacturing and the evaluation was reviewed with the appropriate manufacturing personnel. Should relevant additional information become available, a follow-up report will be submitted.